Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level subsequently decreased to 44 mg/dl. The customer consumed carbohydrates to address the bg. The customer reverted to an alternate method for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.